Event description:
A physician attempted an arteriotomy closure using the device after a diagnostic procedure. After the clip was deployed, it was difficult for the physician to remove the device. Hemostasis was achieved by manual compression. There was no pt injury reported.

Manufacturer narrative:
Upon investigation, the returned device showed a bond failure between the push bushing and the shaft nylon. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)".